Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the reported lot number, n90t9, is not valid for the reported harh23 device. What is the correct lot number for the reported device? I have no idea did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) or, did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) It was detached from the clamp and fallen off if yes, did any piece fall into the patient? Yes was the piece retrieved? Yes, the surgeon would pick it up. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No

Event description:
It was reported that during an open gastrectomy procedure, for dissecting tissue, the tissue pad was melted and separated. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 1-30-2017. File no longer meets the criteria of a reportable event based on additional information received: additional information received:did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) -melted. Or, did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? -no. Was the piece retrieved? ¿yes. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? -I am not sure but he is a specialist with harmonic for over 5 years.

Manufacturer narrative:
(B)(4). Date sent: 02/07/2017 - additional information received. Did the tissue pad or a piece of the tissue pad completely detach from the clamp arm? Yes. If no, what was retrieved from the patient? If yes, did any piece fall into the patient? No.

Manufacturer narrative:
(B)(4). Batch # n90t9p. The device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.